Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by cts to reset the pump, which resolved the malfunction and allowed the continued use of the pump. Caller was advised to call back if the issue recurred, and acknowledged understanding of the instructions.